Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they passed out while walking down the hall. The patient was referred to their physician to discuss symptoms. Follow up with the clinic returned no further information. The device remains in use. No patient complications have been reported as a result of this event.